Manufacturer narrative:
H10 h3, h6: one disposable meniscus mender ii set used in treatment, was returned for evaluation. Instructions for use contains recommendations and precautionary statements for proper use of product. The allegation was observed. Policy is to return product as found. The snare loop wires were broken at the head to shaft weld. To avoid components from shifting within the package, individual component storage cradles are intentionally snug. The heads of the braided loop components snap into their packaging cavities. Use of the distal end (head) to remove snare loops from the tray may result in weakening, bending or complete fracture between at the head and shaft connection. Proper method of retrieval is to push and pop the head of the component from the back of the cradle. Complaint history review indicated similar allegations for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. The condition was confirmed during further investigation by engineering. Engineering evaluation confirmed the product met specifications at the time of distribution.

Event description:
It was reported that during meniscus repair surgery, when the set meniscus mender ii disposable was opened, it was found product damaged, both loops were broken. A backup device was available to complete the procedure with no patient injuries. Surgical delay greater than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.